Event description:
It was reported that during a procedure of the mildly tortuous, eccentric, mildly calcified, 95% stenosed, de novo mid right coronary artery (rca), the balance middleweight (bmw) elite guide wire crossed the lesion. Dilatation was performed with a trek balloon dilatation catheter (bdc) and a non-abbott stent was implanted without issue. Post dilatation was performed with a non-abbott bdc, however, after deflation resistance was noted between the guide wire lumen of the bdc and the bmw. The two devices were removed as a single unit without reported issue. Outside the anatomy resistance was met when attempting to separate the two devices. A non-abbott guide wire was advanced and the same non-abbott bdc was used in the procedure without any issue. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dil cath: powered lacrosse 3.75-12, guide cath: heartrail 6fr jr4. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The resistance was able to be confirmed. Based on a visual, dimensional, and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.